Event description:
It was reported that there was false or premature elective replacement indicator (eri) noted on the pacemaker. The device still had around 0.25 years of battery life. The battery consumption appeared normal but the battery impedance was high. The device was explanted and replaced. Patient was stable at all times before and after the implant.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.